Event description:
It was reported that approx six months after implantation of a vena cava filter during the scheduled retrieval, a detached filter leg was identified in the renal vein. The filter and the detached leg were successfully retrieved with a snare. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.